Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient was being treated for retention and was having very frequent small voids that they were not happy about. Patient mentioned that the lead might have migrated. Doctor had changed programs for this patient. There were no complications or that no further complications were reported.